Manufacturer narrative:
The customer has received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not provide voice prompts as expected. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker for evaluation. The reported issue could not be duplicated or verified. The cause of the reported issue could not be determined. This device was archived by stryker.

Event description:
The customer contacted stryker to report that their device did not provide voice prompts as expected. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.